Event description:
It was reported that during a routine follow-up on (B)(6) 2011, the atrial lead exhibited noise reversions and low impedance. On (B)(6) 2012, the device was programmed vvi due to continued low impedance and noise.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. All five filars of the outer and inner coil were fractured at 18.5 cm from the connector pin. The damage found likely contributed to the reported impedance, sensing and noise anomalies.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated that the lead was explanted and replaced. Lead fracture was observed during the explant procedure.

Event description:
New information indicated that the lead continued to exhibit noise. Clavicular crush damage was suspected.